Manufacturer narrative:
Per the customer the device is not available for return. The investigation is ongoing.

Event description:
It was reported that the plastic tip of the handpiece was ripped/torn and was discovered after surgery under a microscope by the surgeon. Additional information received on (B)(6) 2022 indicated that the damage was found during the surgery. Near the end of cortex removal a tear was noticed in the posterior capsule. When the instrument was removed from the eye a hole was found through the sleeve. The surgical time was extended and additional anesthesia was needed to repair the posterior capsular tear which required anterior vitrectomy and sulcus lens placement. Patient has persistent corneal edema from the prolonged surgical time, but is expected to clear.

Manufacturer narrative:
The product has been returned. Visual inspection found the irrigation sleeve is not fully seated onto the handpiece body. Microscopic examination was performed and found the tip of the blue sleeve torn and nearly severed. The handpiece cannot function properly in this condition. The cause of the damage cannot be determined. The device history was reviewed and found to meet manufacturing specifications. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. This sample will be sent to heidelberg for additional investigation. This investigation is ongoing.

Manufacturer narrative:
The initial evaluation results were confirmed by the the manufacturing site. The silicone sleeve was clearly damaged. Based on the condition of the sleeve as well as the fact that it was not fully seated onto the handpiece body, the root cause of the damage can be determined as user error. The sleeve was manually adjusted and twisted by the customer, resulting in the tip being misplaced and then rubbing against the silicone, causing a crack that eventually resulted in a hole during surgery. The tip then came into direct contact with the eye membrane, which caused the injury. It is unlikely that the sleeve was already damaged before it was used, as the handpiece would otherwise not have functioned properly. Furthermore, the clean room staff that places the sleeves onto every single handpiece has been trained to discard any damaged sleeve. No corrective action is required.